Event description:
It was reported that pump displayed malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if alarm appeared again, which customer acknowledged and understood.